Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of about 2 mm. The procedure was completed with navigation/ imaging system and back-up products, and with reference to the navigation direction only. There was no problem with the procedure itself. There was a reported delay to the procedure of less than one hour. There was no impact to the patient.